Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient reported that the battery gets hot when charging and sometimes it feels warm even when she is not charging it. The patient charges directly over their skin. The rep attempted to decrease the rate, but the patient's recharger does not have that capability, so the intensity was decreased. The rep instructed the patient to use a thin shirt or barrier between the skin and antenna. The issue has not been resolved at this time, and the rep will be meeting with the patient on (B)(6) 2019 to interrogate the ins. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient cancelled her appointment on (B)(6) 2019 and has not been in contact with the manufacturer since then. There were no further complications reported.